Event description:
Hcp reports pt presented in 2006 with signs of infection including redness and drainage of the wound. The primary location of the infection was the ipg lead track. A culture was obtained of the lumber region which produced staph growth. The pt was treated with IV and oral antibiotics and underwent total device system explant. The infection has resulved. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent if add'l info is received.